Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that 2 to 3 weeks after undergoing disinfection at sorin group, the sorin heater-cooler system 3t tested positive for pseudomonas. The customer did not provide the exact date that the positive result was received and instead stated it was approximately 2 to 3 weeks after their received the machine back from disinfection at sorin group. Through further communication with the customer, sorin group (B)(4) has been informed that the unit is reportedly also contaminated with mycobacteria. This contamination has not been confirmed. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Patient information was not provided. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that 2 to 3 weeks after undergoing disinfection at sorin group, the sorin heater-cooler system 3t tested positive for pseudomonas. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that 2 to 3 weeks after undergoing disinfection at sorin group, the sorin heater-cooler system 3t tested positive for pseudomonas. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that 2 to 3 weeks after undergoing disinfection at sorin group, the sorin heater-cooler system 3t tested positive for pseudomonas. Through further communication with the customer, sorin group (B)(4) was informed that the unit was reportedly also contaminated with mycobacteria. There was no report of patient injury. The unit was returned to sorin group (B)(4) for further investigation. Visual inspection did not identify any obvious signs of biofilm or residuals. Initial water sampling of the returned unit confirmed contamination with pseudomonas, however mycobacterium was not identified. The unit underwent multiple deep disinfection cycles during investigation and water samples were taking following each cycle. Pseudomonas was not identified following any given cycle. Sorin group (B)(4) has concluded that the contamination came from an unidentified external source, as pseudomonas was only identified in the newly returned unit and could not be identified following subsequent deep disinfection cycles performed at sorin group (B)(4). A review of the deep disinfection records did not identify any deficiencies. A manufacturing awareness was issued and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.